Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the articular surface could not be seated on the tibial tray. Another articular surface was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d10; g1; g3; g6; h1; h2; h3; h6. D10: 42532007902 - tibia cemented 5 degree stemmed right size g - 67123046. The event is confirmed. Visual inspection of the returned device performed. Visually verified item/lot combination and reviewed manufacturing date. Found the returned device to exhibit signs of insertion attempts (gouges) and the dovetail/locking features are flared. Returned product is visually conforming. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.